Event description:
It was reported that after 291,588j with 31 minutes of fiber use, during a photo-selective vaporization of the prostate (pvp) procedure to treat a 75g gland, the metal tipped cap of the fiber broke. The fiber was replaced and the procedure completed. There was no patient outcome reported.